Manufacturer narrative:
H6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. A potential probable root cause is component failure or system set-up failure. Further assistance can be found within the information for use. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that a social worker from fresenius kidney care called in about a patient who had been at her facility on (B)(6) 2020 in the morning stating that his renasys go device was not suctioning as he did not see the drainage as he had in the past. She was concerned because the patient indicated that the device had not been working for the past 8 days. Troubleshooting techniques were walked through with the social worker even though the patient was not with her at the time.. Troubleshooting techniques were performed with the aid of the translator. Patient indicated that a home health nurse would be there soon. Home health nurse arrived and spoke briefly with this nurse. A follow-up call scheduled for 30 minutes to allow the home health nurse to assess the wound and speak with the patient's doctor to see if the device was still needed since it was not currently attached to the patient. During the conversation with the patient, he indicated that he has seen the blockage/full canister warning, an air leak warning - all of which were corrected by the home health nurse. He did, however, mention that he has to charge the device 3-4 times a day to keep the device functioning but never mentioned seeing a warning regarding the battery itself. The social worker requested a follow-up call on the outcome of the call with the patient as she will be seeing him in the morning. No harm or injury reported and no further information available.